Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found broken clamps in the reported problem area of the pipetter assembly. All collet clamps and lld springs were replaced. The instrument was inspected, tested without further problem, and returned to service.